Event description:
It was reported that a procedure was completed on (B)(6)2022, utilizing the reform pedicle screw system. When attempting to remove a lock screw that had been previously final tightened, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke.the broken tip was removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury, but a 5-10 minute delay to the procedure due to having to remove the broken tip.

Manufacturer narrative:
Patient information - unknown. Occupation - other; sales representative. Device evaluation - the tip is missing. The fracture surface was examined by eye and with the aid of a 5x loop. The fracture plane is skewed relative to the driver's longitudinal axis. Per the complaint the tip broke while trying to loosen a screw that had been tightened, and that the counter torque wrench was used. The tightening and loosening had been performed in this procedure so with everything else being equal the loosening torque should have been a fraction of the applied tightening torque. The skewed fracture plane indicates that a combination loading condition of torque and bending moment load had been applied. It is not clear if the failure was due solely to the loading during this procedure or if a fracture had been initiated in a prior use. The cause cannot be ascertained from the complaint. Review of device history records found fifty (50) pieces of lot 33966mm and released for distribution on (B)(6)2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.